Event description:
It was reported that the left ventricular lead exhibited fluctuating impedance measurements. Attempts to reprogram the device resulted in diaphragmatic stimulation. The lead was explanted without complication.

Manufacturer narrative:
No medwatch form was received.